Manufacturer narrative:
B3 approximated.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) stated that his device recently stopped working properly in that he is unable to inflate the cylinders and hears and feels air when pressing the pump bulb. The ipp is currently implanted and a revision appointment with the physician is already booked. There is no additional information reported.

Manufacturer narrative:
B3 approximated. D4 unique identifier (UDI) for reservoir: (B)(4). Updated adverse event/product problem b1, outcomes attrib to adv event b2, describe event or problem b5, explant date d6b, impact codes h6, and h11 additional MFR narrative.

Event description:
It was reported that this inflatable penile prosthesis (ipp) stopped working properly due to the device presented with auto inflation problems, inability to fully inflate, and pump not refilling properly. The ipp is was explanted and replaced. There is no additional information reported.